Event description:
It was reported that a zimmer shoulder sling caused a pt to have giant blisters and violent reaction from wearing the sling.

Manufacturer narrative:
Incident was reported by pt's family (wife). Device was not returned to the manufacturer for eval. Hospital where pt received treatment was contacted ((B) (6) hospital (B) (6). However, hospital did not have any record of the reported incident.